Event description:
International customer reported that a pt presented with an incisional site infection approx seven weeks following a breast procedure. The pt was returned to surgery for an incision and drainage of the site. The event is reported as resolved.

Manufacturer narrative:
(Infection occurred) - conclusion: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all sterilization and finished goods release criteria. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.